Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer getting adequate pain relief and was experiencing frequent charging burden. The patient was reprogrammed and the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.